Event description:
It was reported that the left ventricular lead exhibited loss of capture. Although requested, no final patient outcome was available. It was discussed during the call to bring the patient in-clinic for further testing.